Event description:
According to the reporter, during a procedure, the device had no seal (no evidence of energy delivery). Device was plugged in, screen illuminated purple but no energy came from the jaws. Device was replaced after they tried to activate for the first time and there was no good seals completed before the problem occurred. Replaced with another device and it worked fine.

Manufacturer narrative:
D10: concomitant product: vlft10gen ft series energy platformx1 (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection found eschar buildup n the jaws of the device. The cord plug was severed from the device and returned. The rfid (radio frequency identification) tag showed evidence of use. The resistance was measured between the severed cord and the jaws of the device and the results were out of specification. The cord plug was reconnected to the device and the device was unable to on saline soaked gauze. The device was disassembled and fluid ingress was noted in the heel of the device on the pcb (printed circuit board) and in the activation button. This fluid ingress prevented the device from properly sealing. It was reported that the device had no seal. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.